Event description:
During a remote follow up, increased defibrillation impedance was observed on the right ventricular (rv) lead. Rv lead conductor fracture was suspected but this was not confirmed. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the rv lead was capped and replaced to resolve this event. The patient was stable with no consequences.